Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via e-mail that the customer had high blood glucose of over 300 mg/d and the insulin pump was not working correctly. Caller stated that the unit was alarming button error. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No button error alarm noted. All buttons functioned properly; however, insulin pump had moisture on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.